Event description:
The customer reported that his olympus endoeye flex deflectable videoscope was freezing and releasing on its own during a therapeutic procedure. According to the initial reporter, the subject device was replaced with another to complete the procedure with no patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user¿s report was confirmed. The subject device was freezing and releasing on its own during testing. Additionally, the objective lens adhesive was found detached. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event may most likely occurred due to an abnormality in the board inside the video connector or an abnormality in the switch board. The objective lens adhesive becoming detached most likely occurred due to physical stress such as being dropped or bumped, or deterioration due to chemical stress. Olympus will continue to monitor field performance for this device.